Event description:
It was later reported that there was suspicion of potential granuloma was considered a gradual change in therapy/symptoms. The patient¿s pain increased in february and hasn¿t improved or decreased much. The pain increase was gradual and continued to get worse and at the time of report has peaked out and is still up there. The patient is also experiencing numbness and was thought to be the reason for MRI (magnetic resonance imaging). The patient¿s hcp was thinking there may be a granuloma at tip of catheter. The hcp poked the patient with needle and found the numbness. The numbness was reported to start in (B)(6) 2015 and the hcp discovered a bigger area of numbness (B)(6) 2015 in the bottom part of right leg to the knee, toes, and are extending up her leg. The hcp thought it might be ms (multiple sclerosis) because patient had a brain MRI. The patient had a little bit of numbness but didn¿t know about the bottom part of the right leg to the knee which is what the hcp discovered by poking with a needle. The patient¿s toes are getting numb on both sides for some reason and the numbness had extended up her right leg. The numbness was getting worse. The patient has inflammation and swelling of the spine. They are doing a workup for ms (multiple sclerosis) because patient has something on her brain from the MRI that was done and need to investigate further. The patient has had 2 MRI since (B)(6) 2015. One MRI was of the brain and one MRI was of her cervical spine. A thoracic and lumbar MRI was scheduled for (B)(6) 2015. The patient is allergic to iodine dyes and unable to do any diagnostics with pump or catheter. The patient also had a MRI scheduled for the following day, (B)(6) 2015, for the right knee. The pump was used to infuse clonidine, bupivacaine and dilaudid.

Event description:
The patient had been ¿having problems¿ since (B)(6) 2015. They were worried about a granuloma at the tip of the catheter. An MRI was done (B)(6) 2015. The device system was delivering clonidine, bupivacaine, and dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8596sc, serial # (B)(6), implanted: (B)(6) 2011, product type catheter. (B)(4).